Event description:
During a lap left sided nephrectomy procedure, the blade tip broke off. Unk if tip in pt or not. The surgeon continued with diathermy. No adverse outcomes have been reported from this event.